Manufacturer narrative:
Product analysis: during the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon, confirming the presence of a leak. Visual inspection of the balloon showed liquid leaking from the middle area of the balloon above the markerband. A pinhole leak was observed in the balloon above the markerband. There was a mark located along the distal to mid portion of the balloon. (B)(4).

Event description:
The physician was using a euphora balloon applying the 'balloon anchoring technique' (radial approach). The purpose of the anchoring technique was so that the backup becomes stronger by positioning/inflating a balloon at a side branch while a balloon catheter is crossing to the lesion. No unusual resistance was noted when the protective sheath was removed. No difficulties or abnormalities were noted during prep (including negative pressure application) or during device inspection. The lesion exhibited high calcification and mild tortuosity. No resistance with other devices was noted during delivery of the relevant device or when advancing to/in the side branch. It was reported that the balloon ruptured on the first inflation at 3 atms in a side branch, not at the target lesion. The procedure was continued using another device and completed with no adverse effect on the patient.